Event description:
During treatment of a calcified lesion in the superficial femoral artery, a gore viabahn endoprosthesis was advanced using a 6fr sheath through an .018 platinum plus guidewire. The gore viabahn endoprosthesis was advanced through three bare metal stents (unknown manufacturer) to the distal sfa. When the sheath was pulled back, extravasation was noted. As the gore viabahn endoprosthesis was being deployed, the deployment line broke. The physician did a cut down in an attempt to retrieve the broken deployment line. Multiple attempts to locate the deployment line were unsuccessful. The patient was transferred to the operating room for a surgery conversion.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Imaging evaluation anticipated, but not yet completed.